Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the left motor is grinding constantly when chair is in motion and intermittently locking up.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the gearbox was vibrating, which confirmed the original complaint issue. Gear box was grinding during bench test but did not lock up. However, the underlying cause could not be determined.

Event description:
Provider states the left motor is grinding constantly when chair is in motion and intermittenly locking up.